Event description:
During a meniscal repair, the surgeon was utilizing an ultra fast-fix ab curved. The first implant t1 was deployed successfully into the meniscus. Upon the attempted deployment of t2 the implant would not release from the device. As a result t1 was left in the patient unsupported. The procedure was ultimately completed with a backup device on hand.

Manufacturer narrative:
Additional information received from the customer indicated that t1 was not left in the patient unsupported, as initially reported by the customer. (B)(4).

Manufacturer narrative:
(B)(4).